Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error was found but multiple air in line alarms which confirms the event. The reported device was received in lake zurich (market unit) and its investigation was performed by our local technical team. Upon investigation the ocs test failed and as per technical manual the air sensor was replaced. The defective part was sent to brézins (production unit) for further investigation. Visual check found that the air sensor was damaged. The flex wire is broken at the soldering edges. The complaint is therefore confirmed however the root cause remains unknown. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective air sensor.